Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading for 2 separate sensors. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 180 mg/dl on the initial sensor. Reportedly, a second sensor was inserted and the cgm bg reading was less than 40 mg/dl, and the meter bg reading was 73 mg/dl. Reportedly, a second cgm bg reading was 111 mg/dl, and the meter bg reading was 130 mg/dl which resulted in accurate readings after a calibration was performed. No additional patient or event information was available. A root cause could not be determined. Customer continued to use the second sensor.